Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. The customer¿s blood glucose level was 108 mg/dl. Troubleshooting was performed. Customer advised the unexpected restart alarm recurred and the device was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart alarm, reset time/date anomaly after change battery noted during testing. (B)(4).